Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the instrument leaked. The surgeon completed the procedure without pt injury.